Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead. (B)(4).

Event description:
It was reported that the patient cannot recharger his device or use the patient programmer to turn stimulation on. It was noted that the patient fell two weeks ago and one corner of the device was sticking out more than the other. It was noted that the device site was hurting and that it was hurting prior to the fall but was hurting more after the fall. It was unclear whether it was working before the fall as it was noted that the device had not "really worked" for the patient since after christmas. It noted that the patient got "new wires last september," but there were no other details indicated with respect to the new wires and the manufacturer device registry did not show any new leads registered with respect to the patient at that time. Additional information has been requested, and when received, a supplemental report will be submitted.

Event description:
It was reported that ¿it feels like it through the skin at one corner¿. It was noted that the ¿battery¿s clear dead¿ and the patient had tried to charge it but could not. It was reported that the stimulation was not working. It was reported that the patient did not know the last time they felt stimulation.

Manufacturer narrative:
(B)(4).